Event description:
It was reported the distal port "popped off". The catheter was clamped and removed. The patient did not need a new central line placed. It was reported "patient had no effects from this".

Manufacturer narrative:
(B)(4). The customer provided two photos of the defect for analysis. The images show the separation of the distal extension line from the luer hub. The customer also returned one 3-l cvc catheter for analysis. Signs of use were observed on the catheter. Visual analysis revealed that the distal extension line luer hub (brown) was separated from the extension line. There was no evidence of the extension line within the luer hub. The distal portion of the extension line also appears pinched, which corresponds to the length that would be inside the luer hub. The extension line separation point was smooth. The overall length of the catheter from the juncture hub to the tip measured 218mm, which is within the specification limits of 207-227mm per the catheter product drawing. The inner diameter of the distal extension line measured 0.055", which is within the specification limits of .055" - .059" per product drawing. The outer diameter of the distal extension line measured .08410", which is within the specification limits of .084" - .088" per the product drawing. The catheter was functionally tested per the instructions for use (IFU) provided with this kit, which states " flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The proximal and medial extension lines were flushed using a water-filled lab inventory syringe, and both lines flushed as intended. The distal extension line could not be flushed due to the damage. A manual tug test revealed that the proximal and medial extension lines were fully secured within their respective luer hubs. The IFU provided with this kit informs the user "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The finished good lot number was not provided, and sales history was not available to obtain a potential lot number. Thus, analysis was performed based on information from a general ask-45703-pgm2 kit. The report of an extension line/luer hub separation was confirmed through complaint investigation of the returned sample. Visual inspection confirmed the distal hub separated from its extension line. The separation point was smooth and no remains of the extension line were visible inside the luer hub. The catheter met all relevant functional and dimensional requirements, and a device history record review was performed with no relevant findings. Based on these circumstances, manufacturing likely caused or contributed to this event. A non-conformance was initiated in order to further investigate this issue. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the distal port "popped off". The catheter was clamped and removed. The patient did not need a new central line placed. It was reported "patient had no effects from this".

Manufacturer narrative:
Qn# (B)(4).